Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with a dim bulb. The timing of the event and patient impact are unknown. Additional information has been requested but non has been received.

Manufacturer narrative:
The original date of first receipt 25-oct-2017 was not correct. The correct date should have been 24-oct-2017. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative examined the system and found that the lamp have 412 hours on it. The lamp was subsequently replaced, as it exceeded its rated life span. The system was manufactured on april 16, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp which exceeded its rated life. However, no problem was found with the lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).